Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer attempted to charge the pump and the pump began vibrating and beeping continuously. The touchscreen was observed to be frozen. When the pump was disconnected rom the power source the pump shutdown unexpectedly. The customer's blood glucose (bg) level was 580 (mg/dl) due to recently eating carbohydrates and inability to deliver insulin via pump due to pump issues. A manual injection was administered by the contact to address the customer's bg level. Reportedly the customer had manual injections as alternate insulin therapy.